Event description:
It was reported that the patient experienced a headache after a dural puncture during their trial procedure on (B)(6) 2022. The headache resolved and the procedure was still completed successfully.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.